Manufacturer narrative:
An event regarding a dissociated rsa glenosphere from a rsa baseplate was reported. The event was confirmed. Method & results: -device evaluation and results: scratching and metal burnishing was observed on the articulating surface of the glenosphere. Delamination, burnishing, scratching and third body indentations were observed on the insert. These are common damage modes for uhmwpe. Explantation damage was additionally observed on the insert. Scratches were observed on the taper of the glenosphere. Nothing remarkable was observed on the taper of the humeral cup. No materials or manufacturing defects were observed on the surfaces examined. -medical records received and evaluation: a review of the medical records by the clinician indicated "review of this report does not clarify the cause of the reported disassociation, but rules out factors of faulty manufacturing or materials." -device history review: all devices accepted into final stock conformed to specification. -complaint history review: there have been no similar previous reported events for this lot ID. Conclusions: the exact cause of the reported dissociation could not be determined. A review of the medical records by the clinician indicated "review of this report does not clarify the cause of the reported disassociation, but rules out factors of faulty manufacturing or materials". A material analysis was also performed and concluded "nothing remarkable was observed on the taper of the humeral cup. No materials or manufacturing defects were observed on the surfaces examined." If additional information are received, this investigation will be reopened and re-evaluated.

Event description:
It was reported by sales rep, patient had a right total shoulder revision due to glenosphere dissociating from the baseplate.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown glenosphere. When completed, the investigation results will be submitted in a supplemental report.

Event description:
It was reported by sales rep, patient had a right total shoulder revision due to glenosphere dissociating from the baseplate.